Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown: product type software. Product ID hh90t01, serial# (B)(6): product type mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine drug via an implantable pump for non-malignant pain use. It was reported that the patient just had an magnetic resonance imaging (MRI) this morning and the hospital told the patient to call medtronic to make sure the pump was still working. The agent reviewed information and redirected the patient to their managing physician. During the call, the patient mentioned the handset would lag at 90 percent. Thetech service walked the patient through closing out of the application and clearing the data. The patient will monitor until their next bolus. The patient will call in back if needed. The patient reported that during their previous managing physician visit, they got a 20 percent increase in medication and boluses.